Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product code and lot code required in retrieving the device history records for reviewing and searching the complaint database were not provided. The investigation could not draw any conclusions about the reported event based on the lack of the products to examine and insufficient product information. Infection after approximately seventeen years implantation is unlikely to be product related. Based on the performed investigation, depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient had a tka in 1993 and obtained a distal femoral fracture. Loosening of the femur and tibia were reported. In addition, poly wear of the tibial insert and osteolysis were noted. A lateral plate was inserted and the patient acquired an infection at this stage.